Event description:
When placing the patient's IV, when it was time to advance the catheter and pull back the needle into the safeguard the needle would not retract and lock from the patient's arm. The whole device (catheter and needle) was removed from the patient, the needle tip was intact. After the IV device was removed from the patient the needle would still not lock into the safety chamber.